Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not marketed in us, therefore 510k is not applicable.

Event description:
R/l pulley wire ruptured. This event occurred at the time of during inspection. There was no report of patient harm.

Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the r/l pulley wire ruptured. Based on the result, we concluded that it was caused due to the excessive force applied on the r/l pulley wire. Correction information: follow up #1. Coding changed based on the investigation result. Additional information: device manufacture date.